Event description:
It was reported that on (B)(6) 2003 patient presented at ER with back pain for the last 3 months. Patient also complained of persistent spasm and discomfort over lumbar paraspinal area. Patient was abused by her spouse years ago and has had problems since. Patient has ddd. Pain occasionally goes into buttocks with tingling. No weakness/paralysis. Treated with medication. No pain over bone at spine. (B)(6) 2003, patient presented at ER with llq pain. (Kidney stone) (B)(6) 2003 patient presented at ER with vomiting, diarrhea, pressure in chest and breathing. Treated with meds. (B)(6) 2007 patient presented to ER for low back pain (lbp) / injury after lifting heavy box. Treated with meds. (B)(6) 2007 patient underwent lumbar MRI. Imaging interpretation as follows: 1) right renal cyst, 2) l1/2 - left disk protrusion, moderate stenosis, 3) l4/5 bulge producing minimal inferior neural foraminal narrowing slightly greater on left, 4) l5/s1 small protrusion with annular tear without significant stenosis. Lipoma of the phylum terminale. (B)(6) 2007 patient presented at ER for left leg numbness and inability to put pressure on leg. Patient complained of back pain, sciatica and history of chronic pain. (B)(6) 2008 patient presented with chronic back pain (approximately 18 years) with increasing back pain recent two months ago. Patient has bilateral leg pain but left seems worse. Pain radiates to buttocks, hip, calf and into feet. Pain described pain as stabbing pain. Patient underwent posterior lumbar interbody fusion of l5/s1 for back pain secondary to significantl5/s1 degenerative disease with annular disruption and facet arthropathy (l5/s1 discogenic pain with lumbar radiculopathy) using k2mesa instrumentation and bilateral depuy interbody cages with rhbmp-2/acs and bone marrow from iliac crest. Procedure completed without incident or complication. Post-op patient had marked improvement in sensory deficits in lower extremities. Post-op treatment included medication and physical therapy. (B)(6) 2008, patient underwent cervical radiographs for cervicalgia. Imaging interpretation as follows: degenerative changes about the cervical spine with bilateral neural foramen bony encroachment. No acute bone abnormality. (B)(6) 2008 patient underwent cervical radiographs for neck pain. Imaging interpretation as follows: extensive postsurgical changes with anterior plate from c4 to c7 with spacing devices at c4/5, c5/6, c6/7. No evidence of instability. Bilateral bone spurs encroaching on neural foramina. (B)(6) 2009 patient underwent multiple imaging studies for pain after motor vehicle accident (mva). Imaging interpretation as follows: 1) lumbar radiographs -- loss of disk space at l1/2, scalloping superior end plate t12, surgical clips ruq., 2) cervical films demonstrated hardware was intact, and 3) chest xray - calcified granuloma left upper lobe. (B)(6) 2011 patient underwent lumbar MRI contrast for lbp radiating into legs, left greater than right. Imaging interpretation as follows: stableddd and mild disc protrusion at l1/2. Interval decompression and fusion at l5/s1. (B)(6) 2012, patient underwent cervical MRI - imaging interpretation as follows: postoperative change c4-c7. No central canal stenosis at any level.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.